Event description:
It was reported that the stent fractured, and the patient experienced severe back pain. A 20mm x 55mm venous wallstent was implanted on an unknown date. The patient was being treated for venous compression in the common iliac. On (B)(6) 2021, the previously placed venous wallstent was post dilated to increase blood flow to the vessel. It was noted that the distal end of the stent fractured, so it was not fully dilated. The procedure was not completed due to this event. The patient experienced severe back pain post dilation but was in stable condition. The stent was not removed, but a future intervention to explant the stent was discussed.